Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented during a pre-discharge check, atrial lead dislodgement was observed. The lead was sensing intermittently and capture thresholds had increased. The device was programmed vvi and lead revision was discussed. The patient is currently stable.